Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to communication with field service engineer no action was taken regarding the technical error noticed in the logs as it was not reproduced during service visit. Reported error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. The cause of the technical error was not established.

Event description:
Evaluation of logs revealed that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).